Event description:
Further follow-up revealed that the device was programmed off in 2005 due to painful stimulation which resolved after the device was programmed off. The patient does not want to undergo generator replacement or have the device programmed back on due to the pain he experienced with the device stimulation prior to it being programmed off.

Event description:
Initially, it was reported that the patient was referred for generator replacement due to end of service. It was later reported that the surgeon's office was unable to interrogate the generator, but that the patient was feeling painful stimulation indicating that the device was still functioning and was not at end of service. The patient reported that device replacement will not be pursued as the device was not helpful in controlling the patient's seizures. Attempts to obtain additional relevant information have been unsuccessful to date.